Manufacturer narrative:
No further information has been provided to trumpf medical. We are unable to identify the specific device involved. Multiple attempts have been made by trumpf medical to contact the user facility for further information and to investigate the allegation. The user facility has not responded at this time. Per the user instructions, certain cleaning agents are prohibited. If these cleaning agents are used, the light covers can be damaged.

Event description:
It was reported by the user in (B)(6) that "part of cover falling down operating field". No other information has been provided.